Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016 product type lead. Product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) clarifying that the patient's lead was fractured. It was reported that the patient had not realized any changes in therapy. There was no device or procedure issue. It was indicated that the provided information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient underwent a full system replacement today. Both leads will be returned for analysis via return mailer tracking number (B)(4). There is no new information regarding the details in this report. This patients revision was postponed for sometime due to patient having other surgery. Rep does not know and will not know any health history of the patient.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for analysis. Analysis found that the returned device passed all testing in the laboratory and no anomalies were identified. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis found that the conductor was broken; 21.6cm from the dista l/proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the 0 through 7 lead impedances were all over 10 ,000 ohms. It was reported that this was discovered when the stimulator was being reprogrammed. It was reported that they were reprogrammed using the 8 through 15 lead and the patient indicated that they did get bilateral pain coverage with the 8 through 15 lead. The patient denied any event that would cause the lead to fracture. The patient had been using the stimulator and denied noticing a change in therapy. There was no surgical intervention or diagnostics scheduled at this time, because the patient was getting bilateral pain coverage. The high impedance issue was not resolved. The rep indicated that this was all they knew about the event and the healthcare provider did not have any more information about the event. It was reported the event occurred on (B)(6) 2017. No further complications were reported/anticipated.